Event description:
A woman who suffered from medistated cancer was undergoing a biopsy procedure. While using the thoracentesis tray he trocar was inserted and then the introducer. Upon retracting the introducer, part of the tip broke off the end and remained in the pt's lung. The pt has since expired. The death is not attributed to the event.